Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot build database for the reported lot# 3235901 (mfg. 04/2016) showed (B)(4) units were mfg. Tested, inspected & released. There were no exception documents generated during the lot build. Device return: three used d1000 tego connectors; one used bd saline flush syringe 10ml. Qe testing and analysis is in progress.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of dialysis set up consisting of palindrome catheter; bd syringes; fresenius 5008 blood lines and d1000 tego connectors. The initial information received reports on (B)(6) "double lumen cvc - citrate locked at end of dialysis session, and cvc lumen clamps engaged. Pt noted a dark charcoal stain and wet to touch when he arrived at vehicle in parking lot. Upon touching same, noted it was wet blood and returned to unit. (Clinician) removed gauze wrap and labels- tego connector noted securely attached to cvc lumens. Blood noted to be seeping from septum of one tego connector while cvc lumen clamp remained engaged. Simultaneous failure of cvc lumen clamp and tego connector....". The tego device was removed, replaced. There were no serious patient injuries, no changes in baseline condition and or emergent medical treatments required.

Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot build database for the reported lot# 3235901 (mfg. 04/2016) showed (B)(4) units were mfg. Tested, inspected & released. There were no exception documents generated during the lot build. Device return: three used d1000 tego connectors; one used bd saline flush syringe 10ml. Visual (pre and post decontamination) of the as received tego connectors recorded evidence of residual/internal leakage under the silicone sheath. Engineering testing and analysis to the applicable product / performance specifications was performed. The results recorded leakage/high pressure failure with one of the three returned tego connectors. Additional analysis was performed to evaluate the potential cause(s) of the internal leakage that was visually observed with the as-received tego connectors. The tego connectors were disassembled and the internal componentry was evaluated. The report documents one of the tegos seal to post interface was damaged/deformed, no abnormalities with the remaining two tego connectors. Findings: testing and analysis confirmed the reported issue with one of the three returned units. Additional engineering efforts did identify component/molding anomaly that may have caused or contributed to a seal misalignment. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of dialysis set up consisting of palindrome catheter; bd syringes; fresenius 5008 blood lines and d1000 tego connectors. The initial information received reports "double lumen cvc - citrate locked at end of dialysis session, and cvc lumen clamps engaged. Pt noted a dark charcoal stain .. When he arrived at vehicle .. Returned to unit. (Clinician) removed gauze wrap and labels- tego connector noted securely attached to cvc lumens. Blood noted to be seeping from septum of one tego connector while cvc lumen clamp remained engaged. Simultaneous failure of cvc lumen clamp and tego connector....". The tego device was removed, replaced. There were no serious patient injuries, no changes in baseline condition and or emergent medical treatments required. This is the MFR's. Follow up report to provide additional information and the device return investigation findings.